Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) explant procedure due to an unknown reason.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: model number/catalog number: sc-2218-70, serial number: (B)(6), batch/lot number: 7103905, model/catalog description: linear st lead kit 70 cm, unique identifier (UDI): (B)(4). Model number/catalog number: sc-2318-70, serial number: (B)(6), batch/lot number: 5002965, model/catalog description: infinion pro lead kit, 16 contact, 70cm unique identifier (UDI): (B)(4). Model number/catalog number: sc-4318, batch/lot number: 35922127, model/catalog description: clik x anchor sterile kit, unique identifier (UDI): (B)(4).

Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) explant procedure due to an unknown reason.additional information was received that patient had magnetic resonance imaging (MRI), which caused new back pain whether the device was on or off, burning sensation and difficulty walking.

Manufacturer narrative:
Block b3: exact date unknown, event occurred several months ago from date manufacturer was made aware.additional suspect medical device components involved in the event:model number/catalog number: sc-2218-70.serial number: (B)(6)batch/lot number: (B)(6)model/catalog description: linear st lead kit 70 cm.unique identifier (UDI): (B)(4) model number/catalog number: sc-2318-70.serial number: (B)(6)batch/lot number: (B)(6)model/catalog description: infinion pro lead kit, 16 contact, 70cm.unique identifier (UDI): (B)(4) model number/catalog number: sc-4318.batch/lot number: (B)(6)model/catalog description: clik x anchor sterile kit.unique identifier (UDI): (B)(4)